Manufacturer narrative:
Reportedly there was no patient involvement. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection, it was found out that the ratchet lever of the rod introduction pliers was broken. There was no patient involvement. No additional information available at this time. This complaint involves (1) device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of event : it is unknown when device broke. Manufacturer contact phone number and fax number part: 388.509; synthes lot: 4848745; supplier lot: a7na31; release to warehouse date: september 16, 2004; supplier: (B)(4); manufacturing site: monument; no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Service & repair evaluation description: the customer reported the ratchet on the pliers was broken. The repair technician reported the ratchet was loose. Loose component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: spring (set). The item was repaired per the inspection sheet, passed synthes final inspection on may 15, 2018 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed. Finalized service record will be archived document management system. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.